Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using a chronometric turbidimetric method, resulting in a value of 4.33 inr. Within 1 hour of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 6.0 inr. The patient's therapeutic range is 4 - 4.5 inr.